Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted; the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
Per the report received from germany, edwards received notification of a pascal precision ace procedure in the tricuspid position. Approximately 9 months after the procedure, there was a single leaflet device attachment (slda) with the second device implanted. The first device was implanted in anterior-septal (a/s) position with 2-8 orientation. Second device was implanted in anterior-septal (a/s) position with 3-9 orientation. Index procedure was performed without complications, chords not affecting the grasping area. The initial tricuspid regurgitation (tr) grade was massive and it decreased to mild post-procedure. However, 9 months after the index procedure, a single leaflet device attachment (slda) was observed on screening, accompanied by a recurrence of severe tr. Patient is being screened for a transcatheter tricuspid valve replacement procedure.

Event description:
As per new information received, 10 month after the device implantation, the patient underwent for a transcatheter valve implantation in tricuspid position.

Manufacturer narrative:
The following sections were updated/corrected/added: b2, b4, b5, g3, g6, h2 and h6 (component code, impact code, type of investigation, investigation findings and investigation conclusions). H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with empirical evidence based on information provided. Due to limited information on the slda, there is no information provided regarding anatomical, procedural or imaging complication. Therefore, a definitive root cause was unable to be determined. Since no edwards defect was identified, corrective or preventative actions are not required.